Event description:
The patient received his scs system on (B)(6) 2008. It was reported the patient had stopped using his stimulation, and had stopped charging his ipg in 2009. The ipg will not communicate with the programmer. It was reported the patient would like to have the system working again. Follow up revealed the patient was looking into his options.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.